Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad unresponsive button error alarm. Customer stated that no response by button press. Customer was jogged a little and after taking bath they received alarm. Customer stated there was no response by button press, no response from none of the button. Customer stated battery was replaced still buttons not responsive. Customer stated blocked mode was not active maximum bolus not set to 0.0. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the keypad voltage test, displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. (B)(4).